Event description:
(B)(4). After essure done 2011 I have suffered lots of different kinds of infections, bleeding and spotting, pelvic pain, back pain, pains in my abdomen. Heartburns, 2 different hernia, bloating, weight gain etc.